Manufacturer narrative:
The review of manufacturing documents could not be carried out as no lot-no was given. As no item was returned a physical examination could be carried out. A review of the risk management file revealed that implant breakage had been considered. The event description did not indicate a non-conformity, adverse trend or unanticipated hazard. No further action is required at this time. General aspects: the gamma nail is a temporary implant which inevitably will be subject of a fatigue fracture if the biomechanical stresses on the implant are too high or not considerably reduced during the period of implantation. During this period there is a race between bony consolidation / fracture healing and implant breakage as noted in the labelling of the product. Usually a breakage is contributed by one or more deficits, e.g. Insufficient bone healing, product damage. Generally the risk of a breakage will increase with the increase of load cycles and load level. Nail breakage in general has been experienced, but does not present an unanticipated event in itself. Depending on load application, also, depending on the patient¿s post implant behaviour and depending on suitable anatomical reduction, depending on the kind of bone breakage, depending on the course of bone healing and other factors ¿ e.g. Additional trauma / fall - a nail breakage can rather be classified as anticipated ¿ specifically if one or more contributing issues concurrence with each other. In this case, referring to received information, the unknown nail allegedly broke and was converted to total hip. Date of implant and date of explant were not provided as well as no x-rays and no op-reports were available. Implant breakage may occur when the material is subjected to repeated loading and unloading resulting fatigue of material. If the loads are above a certain threshold (microscopic) cracks will begin to form on the surface. A requirement for successful treatment with an intramedullary nail is that bone healing develops in a sufficient manner that the implant is relieved by load sharing / load transmission over the bone. Otherwise the implant may be subject to a fatigue fracture. In this case no information had been provided. It could not be excluded that high and / or full weight bearing had contributed to the event. It remained open if the patient had been compliant during the implantation period. As the nail was not available it could not be determined if the nail had been damaged intra-operatively. With available information no further technical statement was possible. As to missing medical records no medical statement was possible. In this case it could not be determined whether the implants were suitable for treating the bone fracture, there was no information available if the implants had been placed in suitable manner and there was no information available if bone healing had developed in sufficient manner. The file will be closed formally. In case relevant clinical information or the item itself should become available, we reserve the right to update the investigation and change the root cause. According to available information a deficiency of the nail was not be verified. Device was not returned.

Event description:
It was reported that 300mm x 13mm diameter long gamma nail was broken in patient. Product is available for return. No further information due to hospital policy.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that 300mm x 13mm diameter long gamma nail was broken in patient. Product is available for return. No further information due to hospital policy.